Event description:
The suspect meter showed some variation when compared with the lab. The results are as follows: inratio was 6.8. Corresponding lab result was 4.39. In the following weeks, additional test were performed; inratio was 4.9, 3.8, 2.1 and 2.2 and lab results were 2.3, 2.6, 1.9 and 1.9 respectively. A new strip lot was provided which resulted in the following inratio results: 1.4, 1.7, 2.3, 3.8, 4.6, 2.1,2.3 and 1.9. Corresponding lab results were 1.4, 1.6, 1.9, 2.8, 3.0, 1.9, 1.6 and 1.7, respectively. No treatment was administered based on the results of the test meter. Further follow-up to be performed.